Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the outer tube has a dent, the video cable is broken and therefore the image is purple a root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction was could not be determined, and additionally, the most probable cause for the fiber bonding in the outer tube area (distal end) is damaged and the outer tube has a dent was traced to component failure and the video cable is broken and therefore the image is purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had loose connection. The event occurred during inspection for use. There were no reports of patient involvement.